Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Document review: gmk primary fixed pe postero stabilized tibial insert size 2, 10mm: code 02.07.0210psf / lot 135563 ((B)(4) items produced): all parameters were found to be in accordance with specs valid at the time of mfg. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.